Manufacturer narrative:
The lot number was provided for 21 of the reported malfunctions and a lot history review was performed. The 29 devices were not returned to bd for evaluation; however, 23 medical records and 11 images were returned for review. Of the 29 malfunctions, 20 investigations were confirmed for perforation, but four of them were also unconfirmed for filter tilt. There were nine investigations that were inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. (Corporate lot no: gfza0732, gfyh3674, gfzg3629, gfyi2671, gfyl1984, gfyb3289, gfap0929, gfyf3845, gfzf3892, gfxc2659, gfzc3709, gfye3739, gfya3082, gfzd4258, gfzc3719, gfyl3403, gfar0102, gfyh3675, unknown).

Event description:
This report summarizes 29 malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced perforation. This information was received from various sources. All 29 malfunctions did involve a patient with no reported patient injury. 20 patients' age ranged from (B)(6) years of age and five patients' weight was between (B)(6) lbs. Of the reported patients, 17 were male and six were female. The remaining patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the reported 29 malfunctions, lot numbers were provided for 21 malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for 27 malfunctions and images were provided for 14 malfunctions. Therefore, for 18 malfunctions the investigation is confirmed for the reported perforation, for six malfunctions investigation is inconclusive for the reported perforation, for four malfunctions the investigation is confirmed for perforation, additionally these malfunctions were determined to have and unconfirmed for malposition of device(a150202) and for remaining one malfunction it was confirmed of perforation, additionally it was determined to have and confirmed for migration(a0104). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g3, d4(corporate lot no: gfza0732, gfyh3674, gfzg3629, gfyi2671, gfyl1984, gfyb3289, gfap0929, gfyf3845, gfzf3892, gfxc2659, gfzc3709, gfye3739, gfya3082, gfzd4258, gfzc3719, gfyl3403, gfar0102, gfyh3675, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 29 malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced perforation. These information's were received from various sources. All 29 malfunctions did involve a patient with no reported patient injury. Twenty-three patients' ages ranged from 27-81 years of age and five patients' weighs in range between 149-326 lbs. Of the reported patients, 21 were male and six were female. The remaining patients age, weight and gender were not provided.

Event description:
This report summarizes 29 malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced perforation. These information's were received from various sources. All 29 malfunctions did involve a patient with no reported patient injury. 25 patients' ages were reported ranged from 27-81 years and five patients' weighs in range between 149-326 lbs. Of the 29 reported patients, 22 were male and 7 were female. The remaining patients age, weight and gender were not provided.

Manufacturer narrative:
H10: of the reported 29 malfunctions, lot numbers were provided for 21 malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for 29 malfunctions and images were provided for 17 malfunctions. Therefore, for 19 malfunctions the investigation is confirmed for the reported perforation, for 4 malfunctions investigation is inconclusive for the reported perforation, for 4 malfunctions the investigation is confirmed for perforation, additionally these malfunctions were determined to have and unconfirmed for malposition of device(a150202) and for remaining 2 malfunctions the investigation is confirmed of perforation, additionally it was determined to have and confirmed for migration(a0104). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g3, d4(corporate lot no: gfza0732, gfyh3674, gfzg3629, gfyi2671, gfyl1984, gfyb3289, gfap0929, gfyf3845, gfzf3892, gfxc2659, gfzc3709, gfye3739, gfya3082, gfzd4258, gfzc3719, gfyl3403, gfar0102, gfyh3675, unknown). H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number was provided for 21 of the reported malfunctions and a lot history review was performed. The devices were not returned for evaluation; however, 26 medical records and 13 images were provided for review. Of the 29 malfunctions, 17 investigations were confirmed for perforation. One malfunction was confirmed for filter migration and perforation and four malfunctions were unconfirmed filter tilt and confirmed for perforation. Four malfunctions that provided medical records were inconclusive for perforation. The remaining 3 malfunctions were inconclusive for perforation as no objective evidence was provided. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g4, d4(corporate lot no: gfza0732, gfyh3674, gfzg3629, gfyi2671, gfyl1984, gfyb3289, gfap0929, gfyf3845, gfzf3892, gfxc2659, gfzc3709, gfye3739, gfya3082, gfzd4258, gfzc3719, gfyl3403, gfar0102, gfyh3675, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 29 malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced perforation. This information was received from various sources. All 29 malfunctions did involve a patient with no reported patient injury. Twenty-two patients' ages ranged from 27-81 years of age and five patients' weight was between 149-326 lbs. Of the reported patients, 20 were male and six were female. The remaining patients age, weight, and gender were not provided.

Event description:
This report summarizes 29 malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced perforation. This information was received from various sources. All 29 malfunctions did involve a patient with no reported patient injury. 20 patients' age ranged from 27-81 years of age and five patients' weight was between 149-326 lbs. Of the reported patients, 17 were male and six were female. The remaining patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for 21 of the reported malfunctions and a lot history review was performed. The 29 devices were not returned to bd for evaluation; however, 23 medical records and 11 images were returned for review. Of the 29 malfunctions, 20 investigations were confirmed for perforation, one malfunction was also confirmed for filter migration, and four malfunctions also unconfirmed filter tilt. There were nine investigations that were inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g4, d4(corporate lot no: gfza0732, gfyh3674, gfzg3629, gfyi2671, gfyl1984, gfyb3289, gfap0929, gfyf3845, gfzf3892, gfxc2659, gfzc3709, gfye3739, gfya3082, gfzd4258, gfzc3719, gfyl3403, gfar0102, gfyh3675, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.